Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot over the phone. The cts had customer verify their deionize water quality and it was within specification. Upon further troubleshooting the customer replaced the sample syringe and reagent syringe per cts recommendation to resolve the issue. No further issue was reported. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low patient results generated for lipase (lip), bicarbonate (co2) and ion selective electrode (ise) which include sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous results were reported outside the laboratory and later amended. The customer did not provide patient data printouts or demographics. There was no report of change to treatment, injury, or death associated to this event.